Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been admitted due to experiencing a fall, noise was noted on the right ventricular lead. The device was reprogrammed and patient is in intensive care unit, the patient is being monitored.

Manufacturer narrative:
Correction: should have been - health professional - rather than blank.